Event description:
It was reported while using bd eclipse¿ needle 25g the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: all four reports are of the safety guard breaking off. I have on that broke off prior to use on the patient so it is a ¿clean¿ needle. I have had three other reports since my initial report of these safety devices ¿breaking off of the needle during normal activation.¿ we have not had any injuries luckily but a few ¿near misses¿.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using bd eclipse¿ needle 25g the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: all four reports are of the safety guard breaking off. I have on that broke off prior to use on the patient so it is a ¿clean¿ needle. I have had three other reports since my initial report of these safety devices ¿breaking off of the needle during normal activation.¿ we have not had any injuries luckily but a few ¿near misses.¿

Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.